Event description:
It was reported that during an acl repair the tip of the driver broke off inside the screw that was implanted in the patient. According to the reporter there is no part of the tip protruding from the screw and it could not be retrieved. The screw is well seated. No further patient or event information was provided at the time this event was reported.

Manufacturer narrative:
Follow up with the reporter provided additional information that an acl repair utilizing btb (bone-tendon-bone) autograft fixation was performed on (B) (6) 2010. According to the reporter on the last turn, when tightening the screw in the femoral socket, the surgeon heard a breaking/snapping sound. When the driver was pulled out the surgeon noticed that the tip had sheared off where it connects with the screw. The surgeon tried to retrieve the tip; however, it was well imbedded in the screw. Patient demographics (date of birth & weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was received and an evaluation was conducted. The complaint was confirmed. Visual evaluation revealed a diagonal fracture with a rough surface and little deformation at the hex-tip proximal end where tip joints to shaft cylindrical body. Broken tip was not returned. Material analysis confirmed correct material type and hardness. Device history record revealed nothing relevant to this event. Based on the information provided and device evaluation, the most likely cause of this event is when the joint is flexed during insertion of the implant with the driver engaged or prying/leveraging of the driver. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.